Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. The insulin pump will continue to alarm for approximately 10 minutes. Customer was able to clear the alarm. Customer was not able to finish the troubleshooting for blank display screen. The insulin pump will not be returned for analysis.